Manufacturer narrative:
This event took place at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient heard an intermittent noise when the patient changed power from the battery to the power module. The history on the system monitor was checked. The data showed 1 pump stop and 7 low speed advisories. Speed drops were as low as 0 rpm. It was reported that this type of behavior has been linked to potential issues with the percutaneous lead as the issue appears to be only occurring when the vad is connected to the power module. The patient is currently running on battery in order to prevent further interruption in support. It was suggested that in order to identify where the compromise in the lead is located, x-rays should be completed. It was reported in an update on (B)(6) 2020 that when the patient had the pump stop and low speed operation, he was not symptomatic. An update was reported by the distributor on (B)(6) 2020 confirming that no x-rays have been obtained and that the pump exchange would be done but the date was not fixed as of yet. The patient was operating on battery power only.

Event description:
An update reported that the patient was experiencing pump off alarms. A log file review was requested and the cause of the alarms was suspected short-to-shield of the driveline. The patient successfully underwent a pump exchange to a heartmate 3 on (B)(6) 2020. The pump and controller will be returning for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a compromised driveline can be confirmed. The pump was returned with the driveline severed at the pump-end bend relief. A severed portion of driveline measuring approximately 36¿ was returned separately. Examination of the pump's blood-contacting surfaces found no adhered depositions or thrombus formations. The pump was returned with the driveline severed approximately 2¿ from the pump housing. A distal portion measuring approximately 36¿ was returned separately. Examination of the driveline revealed no visible damage to the silicone jacket or bionate layer, or braided shield. Visual inspection of the driveline revealed a breach to the insulation of the orange wire approximately 2.5¿ from the pump housing. A breach to the insulation of the brown wire was observed approximately 3¿ from the pump housing. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that could have contributed to an electrical short. The breaches in the insulation of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the driveline. There was no evidence of mechanical damage such as crushing or pinching. If the exposed conductors contacted the braided shield while the system was operating on a tethered power source, the resulting short would have contributed to the pump stoppage events confirmed via the submitted log file. If the exposed conductors of the orange and brown wires simultaneously contacted the braided shield or each other while the system was operating on an ungrounded power source, the resulting short would also have caused a pump stoppage. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding percutaneous lead care can also be found in both of these documents. The most recent revision of the heartmate ii IFU is document 105747ja-jp rev. B. The "pump performance monitoring" section under "patient care and management" addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. The heartmate ii patient handbook, document 103885ja-jp rev. D, explains that all hm ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding percutaneous lead care can also be found in this document. No further information was provided. The manufacturer is closing the file on this event.